Event description:
It was reported that during a laparoscopic assisted right hemicolectomy procedure, they reported that the clip would not feed from the device. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Sticking jaw/cam,orange indicator over traveled. The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing of the device, the clips were conforming according to our manufacturing specifications, however, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Please note that an investigation has been initiated to address the root cause of this issue. Finally, the device locked out as intended but the orange indicator was visible at 10th firing sequence thus, it over traveled. The found conditions are not related to the event reported. No incident related to the reported event was observed during the batch record review.